Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic radical resection of colon cancer, while detaching colon, there was poor staple formation. The staple line was also incomplete distally. The staple line was hand sutured to fix the issue. Another device was used to complete the case.